Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2003. After the port had been in place for almost twelve months, it was noticed during infusion the catheter had broken off from the collar. The broken piece settled in the right atrium of the pt's heart. The broken catheter was removed using a transvenous access snare. The port was replaced.